Manufacturer narrative:
1627487-07262012-002-r and 1627487-05242011-002-r . This ipg serial number was included in field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient could not charge the ipg due to its location. As such, the ipg had not been charged for approximately six months and was determined to be inoperable. Surgical intervention is planned to address the issue.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2018 to explant and replace the ipg. Effective stimulation was restored following the procedure.